Event description:
It was reported that the patient's hemoglobin levels and hematocrit levels were 6.4 and 23.6 respectively. The patient was advised by a provider to stop taking the study drug as it could contain aspirin. They were advised to go to the emergency room but they refused to go saying that they felt fine. The patient took iron three times a day. The patient denied black or bright red blood in stool. On (B)(6) 2023 the patient reported fatigue, was advised to go to the emergency room, and was admitted. Hemoglobin was 6.0 at the time of admission. They received an infusion of packed red blood cells. The event resolved on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, as potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.